Event description:
According to the reporter: the stapler reload was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The staple line was incomplete because the shot did not happen.